Manufacturer narrative:
Surgical images were reviewed. The docking was well centered, and there was no visible patient movement. However, we could not determine what caused the tear. No surgical intervention was required.

Event description:
On 10/3/2019, lensar cas reported the following for a (B)(6) 2019 case day: "while on-site, the doctor pointed out a double cut (wisp) and a small anterior tear (nasal side) on a patient. No complications occurred, and the planned iol was implanted. No surgical intervention required.